Event description:
While attempting to defibrillate a pt (age and gender unknown), the device failed to discharge. The clincician obtained another device to continue teating the pt. There was no adverse effect to the pt due to the reported malfunction. Subsequently testing of the device was unable to duplicate the malfunction.